Event description:
The joystick was just replaced under the recall in (B)(4) 2013. When you turn I on, it goes in drive 1, then goes into neutral, then will also go to the menu screen all by itself. The dealer will recalibrate and it happens again.